Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus presented with erosion at cuff site. During revision surgery, the physician confirmed the erosion. The device was explanted and replaced.

Event description:
It was reported that the patient with this artificial urinary sphincter aus presented with urethral erosion at cuff site. During revision surgery, the physician confirmed the erosion. The device was explanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field b5: describe event or problem